Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a stage 1 of diffuse lamellar keratitis (dlk) at 1 day post-operative exam in both eyes (ou). Topical steroid dosage was increased to treat the dlk symptoms. The patient had no comments/complaint and no loss of best corrected visual acuity (bcva) was reported. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.25 x -.25 x 0, left eye pre-op 20/20 -.75 x -1.50 x 0.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted. In the initial report it was reported that the manufacturing date for the system was 12/31/2007 however, the manufacturing site has provided the date as 1/11/2008.